Event description:
We received an allegation about discrepant results for 1 patient sample tested with lithium assay on a cobas c 503 analytical unit. Initial result: 2.32 mmol/l. 1st repeat result: 0.519 mmol/l. 2nd repeat result: 0.506 mmol/l, and this result was deemed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The lithium reagent lot number was 839646 with an expiration date of 29-sep-2026. The qc was acceptable. The investigation is ongoing.